Event description:
A surgeon reported it appeared as if the 23 gauge cutter was ejecting material (vitreous, tiny bubbles, and retinectomized retina) back into the vitreous cavity and in some cases under the retina. The event reportedly happens when the foot pedal is depressed in 3d mode. A completed questionnaire was returned by the surgeon indicating the outcome of the event continues and has not resolved. No additional information regarding the patient's outcome was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).